Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over infused during patient therapy in the surgical department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.